Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37601 lot# serial# (B)(4), explanted: (B)(6) 2019. Product type: implantable neurostimulator, product ID: 3389-28 lot# unknown. Product type: lead, product ID: 37086 lot# serial# unknown. Product type: extension. Other relevant device(s) are: product ID: 3389-28, serial/lot #: unknown. Product ID: 37086, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were low impedances on contacts two to three: stn left 1 / 2 / 3. The low impedances were evident before the stimulator was changed out in (B)(6) 2019, and afterwards. There was no troubleshooting done, no interventions, and the issue wasn¿t resolved. Additional information was received: it was reported that the there were no known causes for the low impedances, and the ins was changed out due to normal battery depletion. Any further actions to resolve the issue were unknown.